Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few weeks of implant, the right atrial (ra) lead exhibited noise. An x-ray was performed, and the lead was found to not be fully seated into the implantable cardioverter defibrillator (ICD) header. A setscrew issue was suspected. The lead was reseated, and the device and lead remain in use. No patient complications have been reported as a result of this event.